Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with arm movement and deep breathing. Screening of the lead showed no visible anomalies. Programming changes were made and no further noise episodes were seen. The lead remains implanted and the patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.